Event description:
Approximately 10 years ago, the patient had a st. Jude spinal cord stimulator placed at another hospital. In the last few years, the stimulator was nonfunctional. It is not clear whether the patient developed a tolerance or if there is a mechanical issue. The patient's surgeon removed the stimulator in our or without incident. The patient's wife is upset because she feels that the device is defective. Responsive to her concerns, the hospital agreed to report this matter to medsun.